Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer mother said initial blood glucose reading on (B)(6) 2017 was 200 mg/dl. On (B)(6) 2017, blood glucose reading was 500 mg/dl. The infusion set keep falling off. Troubleshooting for high blood glucose was not performed. High blood glucose reading was treated by changing the set and taking injection. Product will not be returning for analysis.